Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of ruptured groshong is confirmed; however, the exact cause is unknown. Three photographs of a ruptured groshong was returned for evaluation. An initial visual observation of the photographs showed a groshong out of the packaging tray that appears to have stylet damage, with the stylet puncturing the distal end of the catheter shaft in the vicinity of the distal flow control valve. Evidence of use is observed along with a clear liquid residue that is seen on and around the sample. No biological residue is observed. Although a puncture of the catheter shaft by stylet is apparent, no details or distinguishing features of the damage can be discerned from the sample in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the new packaging of the three-way valve catheter was unpacked and the catheter was found to be ruptured. A new sample was replaced for the patient. Event was found prior to use. No other information provided, at this time.